Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date - the lot was manufactured between january 22-24, 2025. H11: two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and it was noted that there was a leak from the administration spike port bonding area. The reported condition was verified. The cause of the reported condition could not be determined; however, most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 250 ml eva tpn bags leaked from the administration infusion entry port. This was observed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. (Additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.